Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"), migraine ("migraines / headaches") and dizziness ("neurological conditions or problems type: dizzy spell"). In (B)(6) 2011, the patient experienced dry skin ("rashes or skin conditions type: extreme dry skin"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes/hormonal changes describe: hot flashes") and libido decreased ("hormonal changes/hormonal changes describe: low libido"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding, (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), iron deficiency anaemia ("anemia from chronic blood loss"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and dyspepsia ("gastrointestinal or digestive system condition type: heart burn,") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, bladder disorder, vaginal discharge, fatigue, alopecia, tooth disorder, hot flush, headache, nausea, neoplasm, weight increased, libido decreased, vaginal haemorrhage, urinary tract infection, depression, anxiety, dry skin, migraine, dizziness, vision blurred and dyspepsia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, hot flush, iron deficiency anaemia, libido decreased, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion as per summons- 2007 patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) ,apareunia, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, perforation uterus, bladder problems, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. The event hormonal changes were updated to libido decreased and hot flashes, vaginal bleeding, uti, depression, anxiety, dry skin, migraine, dizziness, blurred vision and heartburn were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), iron deficiency anaemia ("anemia from chronic blood loss"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, bladder disorder, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, neoplasm and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, neoplasm, pelvic pain, tooth disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion as per summons- 2007 patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) ,apareunia, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, perforation uterus, bladder problems, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received events "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods), anemia, perforation uterus, bladder problems, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, headaches, nausea, tumors, weight gain, she did not undergo essure confirmation test" were added. Patient demographics was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.